Event description:
It was reported that prior to the implant of a transcatheter valve, a pre-implant balloon aortic valvuloplasty (bav) was performed due to the patient's fibrous and tight anatomy. Following the deployment of the transcatheter valve, thrombus developed, resulting in a left main coronary occlusion. Subsequently, after 30 minutes of unknown treatment, the procedure was converted to open heart surgery, during which the occlusion was opened and perfusion was restored; however, the patient ultimately died. It was noted that a 2 hour procedural delay occurred as a result of the event. Per the physician, thrombus formation caused the death.

Manufacturer narrative:
Continuation of d10: product ID {d-evolutfx-2329}; product lot/serial number {unnown}; product type: {0195 heart valves}; implant date {na}; explant date {na}. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the valve was implanted in the patient's native annulus. The thrombus was located in the patient's left main coronary artery and percutaneous coronary intervention (pci) was subsequently performed instead of open heart surgery. Heparin was administered during the procedure and the patient's activated clotting time (act) was monitored every 5-10 minutes with the act never below 250. It was noted that the patient had atrial fibrillation and the patient's blood thinner medication was discontinued 1 week prior to implant. Per the physician, the delivery catheter system (dcs) could be ruled out as a contributing factor to the death.